Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was noted that the right atrial lead exhibited noise leading to oversensing and triggering false auto mode switch episodes. The patient usage of water jet equipment at home, raised the possibility of electromagnetic interference (emi). Noise was not reproducible with isometric testing in clinic. The patient will continue to be monitored. There were no patient consequences.